Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/16/2015 with the following findings: there was moisture present in battery compartment. A leak test suggests leak in battery compartment. There was no further moisture throughout device. There was two battery compartment cracks one from the battery compartment lip to bumper and another from the bumper to case seal.

Manufacturer narrative:
Follow-up #2 date of submission (B)(6) 2015-device evaluation: additional evaluation by product analysis was done on (B)(6) 2015 with the following findings: evaluation revealed a dim display with red hue letters was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.